Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in secondary sensing vector resulting in delivery of inappropriate shocks in more than a single episode. The noise was able to be recreated when the patient moved their arms and was suspected to be related to myopotentials. The sensing vector was reprogrammed to primary and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.